Event description:
The user facility reported that during cardiopulmonary bypass, the shunt sensor failed to calibrate potassium with a calibration error message. The unit was not changed out, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval, thus evaluation codes have been cited. Terumo will submit a follow-up report once the device is received and has been evaluated. (B)(4).